Event description:
It was reported that the customer experienced a high blood glucose (bg) level displayed as "high". Suspected cause was due to the customer¿s personal profile requiring adjustments. Customer performed a supply change to address bg. Customer updated the correction factor to address the event.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.